Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-39663. It was reported that the patient presented for generator change and right atrial (ra) lead revision due to noise. During the procedure, it was discovered that the patient's ra lead was tightly wound together as it would be for twiddler's syndrome. Therefore, the physician explanted and replaced the ra lead. During the explant, the right ventricular (rv) lead dislodged and thus was explanted and replaced as well. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received notes that the right ventricular lead dislodgement was confirmed through visual examination and x-ray.